Manufacturer narrative:
Incorrect batch number was provided. New batch number updated in the d tab. The customer reported discoloration and air-in-line at the filter, and returned a video, photos, and 6 samples. The 6 samples are distributed as 3 of lot 24036150 and 3 of lot 24015099. The samples were visually examined, and no issues or defects were observed, except for 1 sample. There is 1 sample with filter discoloration. The sets were infused with water at 90 vtbi (as seen in the video), but no air in line or other issues were observed from the filters. The filter was sent to filter supplier for further investigation. Their investigation found no issues with the filter to be noted prior to release of sets, pointing to possible end user drugs/solutions infused being an issue. There is no root cause determined for the issue, and the discoloration was not attributed to manufacturing process. Device history record review for model 2432-0007 lot number 24036190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. Device history record review for model 2432-0007 lot number 24015099 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. I hope this email finds you well. Sorry for the intrusion, but we just received concerns from our dialysis team that the following tubing, which does have a filter, is pulling in the air in line with noted discoloration of the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.